Event description:
Patient seeking legal action. The patient was revised because of an unstable hip in which the cup was too vertical but the surgeon did not removed because of solid fixation. The patient was revised again for dislocation where the cup was removed. During the trialing, there was a crack found on the anterior aspect of the greater trochanter.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Provided patient records have been reviewed. From a medical perspective, based on the information available, the complaint is unlikely to be product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.